Manufacturer narrative:
The service activities performed by the customer resolved the issue. There have been no further issues following the service activities/troubleshooting performed by the customer.

Event description:
The initial reporter complained of questionable ise indirect na, k, cl for gen.2 results for 2 patients tested on a cobas c 111 following the replacement of the potassium electrode. The customer stated that following the replacement of the potassium electrode they ran successful calibration and qc. The customer initially had an ise unstable alarm on patient 1's sample. Patient 1 sample was retested twice with potassium results of 5.2 mmol/l and 5.2 mmol/l and sodium results of 169 mmol/l and 170 mmol/l. The customer tested one more patient, patient 2, which had a potassium result of 5.1 mmol/l and sodium result of 166 mmol/l. The customer called the physician and told them to hold the results as the customer started to question the results. The customer primed the system and performed electrode and activation service activities. After performing successful calibration and qc testing, the customer retested patient 1 and patient 2 patient 1 results: potassium 4.4 mmol/l , sodium 136 mmol/l. Patient 2 results: potassium 4.2 mmol/l, sodium 137 mmol/l. There were no adverse events. The potassium electrode lot was 21590247. The chloride electrode lot was 21583348.